Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the proximal conductor and on the distal end of the electrode. There was a breached cut of the outer insulation and visual analysis noted apparent explant damage. Product ID 5086mri52, implantable pacing lead implanted: 2012-(B)(6), product ID rvdr01 implantable pulse generator (ipg) implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that the right atrial (ra) lead had become dislodged during use. This is the second lead dislodgement of the atrial lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.